Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not performed since the log files were not available for analysis. However, on-site inspection revealed a small crack near to the driveline strain relief; thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the vad clinician called on (B)(6) 2016 to report that an area of cracking to the outer sheath of the patient's driveline was noted. No power issues or alarms were reported. The site secured the area with their own rescue tape and a driveline repair was performed on (B)(6) 2016. The rescue tape applied at the last visit by the site was removed. A small area of cracking was noted adjacent to the driveline strain relief. The inner silicone lumen and wires were intact. The patient denies any electrical fault alarms and none were seen on interrogation. The driveline cover was easily able to slide over the repair area with no issues. Instructed the patient on maintenance of the driveline and repaired area.